Event description:
Patient was on a bipap vision noninvasive positive pressure ventilation unit & the machine lit up with error message "vent service", so the unit was taken off the patient & the patient was placed on a different unit.